Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary displayed a required maintenance message, and drawer 4 could not be fixed. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a required maintenance message was displayed and drawer 4 could not be fixed. A field service engineer found an issue with the row board, tested an hca, removed the cubies manually, found debris stuck underneath the pockets, cleared it, and tested to resolve the issue. The system functioned as intended after the field service engineer repaired the device.